Event description:
The patient reported blood glucose results of "7.1, 6.5, 22.8, and 17.8 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.